Manufacturer narrative:
Several follow up attempts have been made to contact the consumer with no response. The complaint sample was not returned for evaluation and a lot number was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer posted on the product's (B)(6) indicating they successfully wore the lenses for 4-5 years. However this past new years they developed a painful corneal ulcer which left a noticeable scar on their eye. They indicated they experienced some permanent loss of vision in that eye. They reported they are no longer allowed to wear contacts. Additional information has been requested but not received.